Manufacturer narrative:
Corrected information: the information providing the lens model number was inadvertently left out of the initial report. The following field has been updated accordingly: section d4: model number: drt150 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the multifocal intraocular lens (iol) rotated after it was implanted. The patient underwent initial repositioning surgery, followed by a second repositioning surgery due to additional rotation. A third repositioning surgery has been scheduled for november. No patient injuries occurred, and no further medical interventions were necessary. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - model number: unknown, as product serial number was not provided. Section d4 - catalog number: unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI number: unknown as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.